Event description:
Edwards received information that this bioprosthetic valve, implanted approximately two (2) years and ten (10) months, was explanted due to aortic stenosis. It was reported that the device was originally implanted to correct aortic stenosis and regurgitation. It was further reported that at implant, the patient¿s native annulus was very narrow. The patient experienced chest pain approximately two (2) years and ten (10) months after the implant and the next day, the patient visited this hospital and was hospitalized. The reporting physician described the condition of the valve as calcified with restricted mobility, significantly in two (2) of the leaflets during explantation. It was noted these findings likely led to the stenosis. The device was replaced with another prosthetic valve with no adverse patient effects reported as a result of the valve replacement.

Manufacturer narrative:
It was reported that the device was explanted due to stenosis with calcification. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Additionally, calcification has been shown to occur at accelerated rates in patients with renal failure. The duration of dialysis also plays a major role in the development of calcification. Patients undergoing hemodialysis and renal replacement therapy have been found to develop calcification at earlier ages. In this case, it was reported that the patient has a history of dialysis treatment. It appears that patient related factors likely contributed to the onset of calcification. No further actions are possible with the available information.